Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the avea ventilator had zero peep (positive end-expiratory pressure), no autocycling, breath rate that was set at 20 was showing 120, circuit occlusion, and vent inoperable. The unit also failed the exhalation characterization three times after exhalation valve was replaced. There was no patient involved in this reported event.